Event description:
Nurse reports lens was noted to have a bent haptic upon opening lens case. The lens was not used on the patient, therefore no patient injury was experienced. The nurse reports that if the defect were not noted upon opening the case it could cause or contribute to serious injury.